Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in maf-tm/gm operation manual chapter 3 preparation and inspection. IFU states the preventative measures in maf-tm/gm reprocessing manual chapter 8 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope had residual fluid or foreign matter coming out of the forceps channel and that the lg serpentine tube coating is peeling off (1 mm2 or more). There was no patient involvement.